Event description:
It was alleged that the cot dropped, which reportedly resulted in injury to the pt. Manufacturers investigation is still ongoing; if additional info is received, a follow-up report may be submitted.

Manufacturer narrative:
Manufacturers investigation is still ongoing; if additional info is received, a follow-up report may be submitted.